Manufacturer narrative:
(B)(4). Device evaluated?: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Event description:
The pump was returned with no allegations of device malfunction or use error.

Manufacturer narrative:
Note, the pump contained hydromorphone, fentanyl and bupivacaine.